Event description:
It was reported, the patient¿s previous implantable neurostimulator (ins) was being replaced due to normal battery depletion. Issues with the replacement ins were noted. It was stated, the ins could not be interrogated. A lead was inserted into the ins and impedance results were attempted to be obtained, but the ins ¿wouldn¿t read.¿ there was no signal and the clinician programmer just showed to retry. It was indicated that the ins was previously read, but it would not connect when the patient was on the table. No excessive electromagnetic interference was assumed. Interrogation was attempted nine times in the pocket and out of the pocket. Two clinician programmers were also used with no telemetry achieved. A second ins was used and it read fine and impedances could be measured. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).